Event description:
The customer reported that the plastic piece that extends from the blue shaft out over the first part of the electrode fell off the electrode and into the incision of the patient during a right lumbar fusion procedure. The material was retrieved without injury to the patient and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Evaluation of the incident electrode found the blue insulation was torn and damaged. The damaged insulation caused the clear ptfe insulator to disengage since it is heat shrink insulation that hold the ptfe in place. The instructions for use state that cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode becomes damaged, it should be discarded.

Manufacturer narrative:
Covidien reference #: (B)(4).

Event description:
Customer medwatch report# 1501570000-2015-8005.